Event description:
It was reported that, after a tha had been performed on (B)(6) 2021, the polarstem loosened. A revision surgery was conducted on (B)(6) 2021 to exchange the stem from polar to redapt; the oxinium femoral head was also explanted. Patient condition did not improve afterwards.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, after a tha had been performed on (B)(6) 2021, the polarstem loosened. A revision surgery was conducted on (B)(6) 2021 to exchange the stem. The device, used in treatment was not returned for evaluation, therefore further analysis was not possible. Therefore, the relationship between the reported event and the device cannot be confirmed. The product history could not be reviewed, because no part number and no batch number was available. A complaint history review was performed on family level, the complaint is in line with the current risk management. The failure mode and the severity of the reported issue are also covered. The IFU lit. No. 12.23, ed. 03/21 lists loosening as potential adverse device effect. Due to insufficient information it is not possible to perform a review of past corrective actions. A medical investigation was not possible, since no clinical information was provided for investigation. The root cause stays undetermined after investigation. Based on the limited information it is not possible to speculate about factors which could have contributed to the reported issue. To date, further actions are not deemed necessary. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor this device for further similar issues.